Event description:
Impedances greater then 2000 ohms was noted on all of the unipolar paris. The lead was replaced. No other clinical data were reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.